Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that all panels are off and alarm sounds continuously occurred due to the light emitting diodes other than the power supply was turned off and the insufflation operation stopped while the alarm sounded, when an error was detected in the pressure sensor on the main printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when starting the insufflation unit, it turned on without making any sound. However, the entire panel went dark, and the alarm sound continued. The issue occurred during preparation for use in a therapeutic laparoscopic nephrectomy procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.